Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 500 mcg for a total dose of 224.85361 and bupivacaine 5 mg for a total dose of 2.24854 mg/day via an implantable pump for non-malignant pain. It was reported the patient reported poor pain relief and increased pain from pump and was not feeling relief from boluses during visit on (B)(6) 2019. It was noted that the patient was doing a lot of bending at the waist for a relaxation technique. A catheter dye study was performed on (B)(6) 2019, and failed. It was noted that the catheter had migrated from the spine and in the tissue. The anchor was intact and the catheter was coiled distal to the anchor. The catheter was explanted/replaced on (B)(6) 2019. The catheter was returned to manufacturer. The catheter tip was at c7. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's status at time of report was alive- no injury. The clinical diagnosis was poor pain relief and the device diagnosis was catheter dislodgement. The patient's weight was 140 pounds. The patient's medical history was asked and will not be made available. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found a user related hole in the catheter body and that the catheter body was deformed in shape along with dislodgement allegation. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.